Event description:
Philips received a complaint by the customer on the v60 indicating that the device has an error code alarming low leak and co2 retention message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered. The v60 was being placed on the patient for the first time. When the bipap mask (connected to the circuit which was connected to the v60) was placed on the patient's face (not yet secured with head straps), the respiratory therapist (rt) noticed that there was no pressure supported breaths being delivered, despite the patient breathing. The rt then noticed the alarm ¿alarming low leak and co2 retention¿ going off on the v60. The rt removed the mask and reset the alarm; then occluded the ventilator circuit in an attempt to trigger breath delivery. The rt was able to duplicate the same alarm using this technique. There was no adverse reaction from the patient involved in this issue. The device was swapped out with a different device due to oxygen desaturation. Per customer response, it was confirmed that there was no need to repair as the unit was working properly. No further investigation is required. The available information that was provided does not meet the definition of a complaint. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.